Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte 24ga x 0.75in was defective. The following information was provided by the initial reporter: patient who assists for second part of myocardium perfusion with pharmacologic stress, at the time of channel it was observed the device n. 24 with defect in its distal part (open), so it was opened a new catheter. It fits to clarify that the patient was not punctured. When uncovering the devices, in all of them it is performed a slight movement of the needle back and forth, in order to confirm that they are not stuck or broken, so when the needle was gently moved, a small hole in the rubber was observed.